Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the fan was noisy. (B)(4).

Event description:
It was reported there was ECG (electrocardiogram) noise. The programmer was returned for repair and test/calibration. No patient complications were reported as a result of this event.